Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, the manufacturing records could not be reviewed.

Event description:
Title: pure laparoscopic hepatectomy in semiprone position for right hepatic major resection. Authors: tetsuo ikeda ¿ yohei mano ¿ kazutoyo morita ¿ naotaka hashimoto ¿ hirohito kayashima ¿ atsuro masuda ¿ toru ikegami ¿ tomoharu yoshizumi ¿ ken shirabe ¿ yoshihiko maehara. Citation: j hepatobiliary pancreat sci. 2013; 20: 145¿150. Doi: 10.1007/s00534-012-0558-y. Pure laparoscopic liver resection is technically difficult for tumors located in the dorsal anterior and posterior sectors. The authors have developed a maneuver to perform pure laparoscopic hepatectomy in the semi-prone position which was developed for resecting tumors located in these areas. A total of 30 patients (25 male and 5 female patients; age range: 48 to 86 years old; bmi: 23.6 ± 2.9) underwent laparoscopic liver resection in the semi-prone position for carcinoma in the dorsal anterior or posterior sectors of the right liver between 2008 and 2011. During the surgical procedure, the parenchymal division was performed using enseal (ethicon) and water-dripping bipolar forceps. The liver surface was quickly and easily divided with the enseal (ethicon), which coagulates attached tissue with a single straight jaw. At the start of the coagulation, the straight jaw was inserted into the shallowest portion of the liver, and the jaws were closed. Reported complication included intra-abdominal abscess (n-2) which required percutaneous drainage and right colectomy (n-1) and rectal low anterior resection (n-1). It was mentioned that the abscesses were observed around the anastomoses and in the lower right abdomen. Pure laparoscopic hepatectomy in the semi-prone position for tumors present in the dorsal anterior sector and posterior sector reduced intraoperative bleeding and shortened the postoperative hospital stay. This method is safe and expands the indications for laparoscopic liver resection for tumors.